Manufacturer narrative:
Unique device identifier (UDI): for type of device: catheter, ultrasound, intravascular.

Event description:
It was the catheter problem. The deflection part of the catheter was not functioning properly. The catheter was removed and a new catheter was inserted. The new catheter was working fine, no injury to the patient.

Event description:
It was the catheter problem. The deflection part of the catheter was not functioning properly. The catheter was removed and a new catheter was inserted. The new catheter was working fine, no injury to the patient.